Event description:
It was reported the customer was experiencing high blood glucose. Customer stated they were having unexplained high blood glucose for the past month. The customer's blood glucose was 429 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling itchy and dizzy due to their high blood glucose. Troubleshooting found the customer had a displayable history check failed on startup alarm in their alarm history. Customer was advised the alarm was normal insulin pump behavior. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.